Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient has their device explanted due to infection. During follow-up with the surgeon, it was indicated that the cause of the infection is unknown as the site has been infected for years. The patient had the infection on and off and had been treated by someone else until now that they came to get the device explanted. There was recurring scabbing over the pulse generator and both the generator/vast majority of the lead (<1cm left) were explanted. Device history records for the generator and lead were reviewed. The generator and lead passed final quality and functional specifications prior to release. Both products were sterilized prior to being distributed. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.